Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does charge and boot. The receiver was perpetually rebooting open receiver, detached ui pcba, and retrieve the receiver download. The results show in receiver download: receiver shutdown-reason "battery low" followed by receiver perpetually rebooting. Receiver rebooted and did not recover after shutdown- reason "battery low" .the complaint could not confirm for receiver initializing screen without manual restart because receiver "user" shutdown followed by system power on and perpetually rebooting.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.